Manufacturer narrative:
(B)(4). One (1) verse 5.5 7x35mm fenestrated polyaxial screw [product code: 1997-23-735] was returned to chu for evaluation. Visual examination revealed that the threads on the tulip head had become torn. No other anomalies were found during evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial tulip head threads becoming torn cannot be positively determined. However, a likely cause may be attributed to a setscrew being cross threaded on the tulip head. It should be noted that tightening of a setscrew while they are cross threaded places an unexpectedly high amount of force on the threads, resulting in them being torn.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision posterior spinal fusion. Patient was having previous metal from two operations (synthes legacy implants uss and matrix) removed and replaced with verse. One rod had snapped. Instrumentation was from l1/2 to l4-pelvis. On the rhs, rod was being locked down from the cranial screw toward caudal. The outer ring of the correction key for the pelvic screw was torqued off. Upon attempting to torque off the "innie" of the correction key, it did not torque off and kept advancing. I advised the surgeon to stop. He removed the correction key. As it was being removed there was metal on metal squealing and the surgeon reported metal shavings. Visual inspection of the ck showed damages to the threads. The surgeon was worried that the thread of the head of the screw was damaged, and hence replaced the screw with a new one. The surgeon believes that the ck point loaded on the rod which lead to premature torquing off of the outer ring of the ck. Twenty (20) minutes delay, no adverse event. Action taken: replacement of screw and used unitised set screw instead of ck.